Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they felt stimulation today around 2:30-3:30 am. Pt said they tried to recharge their implant and turn their stimulation off today and they were unable too. Pt said they were seeing "reposition antenna" on their recharger. Pt mentioned having trouble a few months ago too, but when patient services (pss) asked if the pt just tried to charge their implant today and turn the stimulation off today, the pt said yes; pss understood the pt may have tried to charge their implant a few months ago as well but weren't able to connect to charge. Pt said the last time they successfully charged their implant was probably over a year ago. Pt also said that they are getting toward the time that their implant battery needs to be replaced (pt was implanted on 11/04/2013). The patient was redirected to their healthcare provider to further address the issue and possible overdischarge. Pt said they used to see their doctor but have not seen them in a while.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device had been inoperable for 1.5-2 years and they were supposed to be getting it removed since it was 9 years old. Pt said they need an MRI to get the ins removed but since their ins was inoperable and they cannot recharge the ins, they cannot get the device into MRI mode. Pt said the MRI facility told them to call mdt for a letter stating it was inoperable. Pss reviewed MRI guidelines, provided pt with number for tech services and redirected pt to their hcp.